Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are currently in or having issue connecting the communicator to the ins. Caller reports he has tried two different communicators and 2 ins. Caller reports he is seeing an error message: device not responding, the ins is still in the packing and on his hand. The caller reports he is seeing the normal bluetooth lights, but then device not responding is seen. Suggest the caller move to a different location in the or. . Email sent to rep

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they called tech services, troubleshooted and had no luck. They opened up another in and implanted that one. The issue was resolved.

Manufacturer narrative:
H10: the related report number, 3004209178-2025-13090, is deemed to be the same event. The related report has device returned, but not yet analyzed. Once analysis is received, a supplemental will be sent in the related report. All further information will be reported under 3004209178-2025-13090. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.